Manufacturer narrative:
Onsite investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) however the tfs was unable to verify the customer reported system errors. The system powered up and homed normally and the mtmr was tested and did not reproduce the reported errors. The mtmr was replaced and returned to isi for failure analysis investigation. The reported system errors could not be replicated during in-house testing of the mtmr axis-6. The axis-6 motor was replaced as a precaution. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, the system was displaying multiple non-recoverable errors related to the master tool manipulator right (mtmr) axis-6. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The site contacted intuitive surgical inc. (Isi) technical. Support for assistance, however troubleshooting was unable to recover the errors. The patient was in the operating room, under anesthesia and the ports were placed when the surgeon decided to complete the planned procedure with another da vinci system. There was no patient harm, adverse outcome or injury reported.